Manufacturer narrative:
The patient had a history of ankle deformity and a failed total ankle prior to this procedure. The talus was resected for an ankle cage, leaving the foot floating and causing too much motion. The ttc nail length used was potentially too long and placed more medially than the plan indicated, causing abduction of the foot. The ankle fusion cage has subsided in the calcaneus, and the patient subsequently developed adjacent joint arthritis with an abducted gait. The patient had a complicated anatomy and ttc nail placement may have caused unintended movement of the implant. A revision procedure is planned via anterior approach to remove all hardware and fused navicular/talus.

Event description:
The patient had a history of ankle deformity and a failed total ankle prior to this procedure. The talus was resected for an ankle cage, leaving the foot floating and causing too much motion. The ttc nail length used was potentially too long and placed more medially than the plan indicated, causing abduction of the foot. The ankle fusion cage has subsided in the calcaneus, and the patient subsequently developed adjacent joint arthritis with an abducted gait. The patient had a complicated anatomy and ttc nail placement may have caused unintended movement of the implant. A revision procedure is planned via anterior approach to remove all hardware and fused navicular/talus.